Manufacturer narrative:
(B)(4). Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. The customer experienced diabetic ketoacidosis. The customer also stated that the insulin pump alarmed motor error alarm and it was resolved also insulin pump passes displacement test and the motor error alarmed did not occurred again. The customer also stated that the drive support cap appears normal. The insulin pump will be returned for analysis.